Manufacturer narrative:
On 23 february 2016 it was prepared a final report with the information already submitted in the initial report. On 26 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 15 dec 2015, the r&d project manager visually inspected the retrieved instrument: it was not completely possible to analyse the complaint because we did not receive back the terminal cup impactor. The thread of the cup was damaged, despite that it was possible to screw another terminal cup impactor on the cup. Batch review performed on 18 december 2015: lot 1413789: (B)(4) items manufactured and released on 16 february 2015. No anomalies found related to the problem. No similar events reported for the same lot. Versafitcup cc trio no-hole acetabular shell diam 54; code 01.26.45.1154 lot. 154182 ((B)(4)): (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The small black connector from the cup impactor is broken out from the cup during the surgery. The cup was immediately changed. The threads are damaged.